Manufacturer narrative:
Supplement #1- medwatch sent to the FDA on 31/mar/2020. Additional information: d10, h3, h10. The device was returned to the apollo device analysis laboratory on 6/march/2020. Analysis of the device is ongoing.

Manufacturer narrative:
Supplement/follow up #2 - medwatch submitted to the FDA 07/may/2020. Additional information: g4, g7, h2, h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 6/march/2020. A deflated balloon was returned without the fill tube. The balloon is significantly discolored blue/green with unknown fluids. As the device was not received with the fill tube, a sample fill tube was used for device testing and there were no blockages noted. The flow of liquid through the slit valve was continuous and unobstructed. An air leak test was not feasible, as the device has several small openings on the shell. Under microscopic analysis, the holes on the shell have jagged edges which is consistent with a removal instrument. The complaint could not be verified as there were no openings on the shell other than the small slits with jagged edges which is consistent with removal. The root cause is unknown. A device history record (DHR) review was performed and found the subject product met all specifications and requirements in effect at the time of manufacture. There is one other complaint reported for this lot number and failure.

Manufacturer narrative:
Medwatch sent to the FDA. A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: patient presented greenish urine. The balloon had deflated with 150 ml of volume.